Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after less than 30 minutes of treatment with a polyflux dialyzer, the patient experienced chest tightness, nausea, and cold sweat. The patient's blood pressure was reported as decreased to 122/79 mmhg. It was reported that the hemodiafiltration (hdf) was suspended, ultrafiltration was suspended at 0.25l, and blood flow was slowed down at 180ml/min. Medical intervention consisted of 5mg of dexamethasone intravenously. Symptoms were relieved and the blood pressure was 141/87 mmhg. It was reported that the instructions were to resume hdf, resume ultrafiltration of 1.5l and adjust the blood flow to 250ml/min. No additional information is available.